Event description:
Complainant alleges that during a rhinoplasty procedure, the tip of the scissors (approx 1cm in length) broke in the patient. The piece was located by x-ray and retrieved; however, the surgery was delayed by approx 1 hr.